Manufacturer narrative:
Additional information was received that device malfunction was suspected, but patient also wanted magnetic resonance imaging (MRI).

Event description:
A report was received that the patient was having difficulty charging the ipg. The patient underwent an ipg replacement procedure. The patient was doing well postoperatively.

Event description:
A report was received that the patient was having difficulty charging the ipg. The patient underwent an ipg replacement procedure. The patient was doing well postoperatively.

Manufacturer narrative:
(B)(4). Device evaluation indicated that the complaint was not verified. The device passed all the required tests and revealed normal device characteristics.

Event description:
A report was received that the patient was having difficulty charging the ipg. The patient underwent an ipg replacement procedure. The patient was doing well postoperatively.